Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell on the pump, causing a dent in the housing. The customer is unsure if this issue has impacted pump performance. Additionally, it was reported that the pump battery was noted to be depleting quickly, losing 50% charge within 24 hours. There was no impact to the customer's blood glucose level. Although requested, no additional information was provided by the customer.